Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The programmer rf (radio-frequency) head connector on the printed circuit board was broken (loose). The power bay assembly, support plate of the hinges, and the lower "bullets" were also found to be broken. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head connector is defective. The programmer was returned for repair. No patient complications have been reported as a result of this event.